Manufacturer narrative:
The referenced device was returned to olympus for service. The service evaluation confirmed the customer¿s reported issue as the power switch at the front of the device is damaged with a broken protective cover, exposing internal elements. Additionally, the a/c inlet at the rear of the device was damaged/cracked. The air pressure is low due to a defective air pump unit. The air joint unit and the connector socket are worn out. The four suction feet has insufficient suction. The top cover and main chassis have corrosion/rust internally. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer maintenance unit (leak tester) ¿cannot be turned on, green button is broken on the front.¿ the problem was found during reprocessing. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Update field: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The returned subject device was evaluated, and the reported device problem was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. Olympus will continue to monitor field performance for this device.